Event description:
It was reported that during a ptca procedure of the right coronary artery (rca), the maverick2 monorail balloon did not completely deflate. It is further reported that the physician removed the balloon partially inflated. The patient experienced st elevation; however, this was resolved after the balloon removal. A stent was successfully deployed. The procedure was successfully completed with this device. No patient injuries or complications were reported. Patient status is reported as 'fine.'

Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.